Event description:
It was reported that the pole clamp broke on the device. No patient injury was reported.

Manufacturer narrative:
The sample was received for investigation. A visual inspection found the pole clamp broken and the tank cover cracked. The cause of the reported problem was related to the device being dropped or cross threaded. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).